Manufacturer narrative:
H10: internal complaint reference case (B)(4).

Event description:
It was reported that during a shoulder rotator cuff repair, the tip of the twinfix anchor fractured and deformed during implantation. As a result of the fracture, fragments detached from the device and were removed from the patient with tweezers. The procedure was completed with a non-significant surgical delay using a back-up device in the originally drilled bone hole. No further complications were reported. The patient current status is good.

Manufacturer narrative:
H3, h6: the reported device was received for evaluation. A visual inspection of the returned device found that it is not in its original packaging. The insertion device, a fractured anchor and the suture material were returned. The anchor is fractured at the suture window. Based on the condition of the product material found during visual inspection, it was determined the device damage was caused by the application of improper/excessive force. Additional material testing is not required. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specifications upon release for distribution. A complaint history review found similar reported events. The instructions for use were reviewed and found to include conditions of off label use and technique specifics, as well as precautions and warnings related to the use of the device. A risk management review found that the reported failure and/or harm was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate. A review of the material specifications found that the storage requirements for the material are specified, and the material must comply with provided percentage composition specifications as measured by ash test. A clinical review states based on the photo image provided, it cannot be concluded that the anchor remains 100% intact; therefore, it is unknown if a fragment of the ha anchor was retained in the patient. However, the absorbable (biocomposite) material is intended for implantation. As of the date of this medical investigation, it is unknown if the IFU was followed as supporting clinical documentation has not been provided; therefore, there were no clinical factors concluded which would have contributed to the event. Should a fragment be retained, possible migration, local irritation and/or pain cannot be ruled out. The root cause has been associated with unintended use of the device. Factors, which could have contributed to the complaint event, include an application of unintended inappropriate or excessive force to the device, excessive torque on the device, attempted correction of a damaged device, off-axis insertion, improper preparation of the insertion site, or an inadvertent impact event inconsistent with normal use. No containment or corrective actions are recommended at this time.

Manufacturer narrative:
Internal complaint reference (B)(4).

Event description:
It was reported that during a shoulder rotator cuff repair, the tip of the twinfix anchor fractured and deformed during implantation. The procedure was completed with a non-significant surgical delay using a back-up device. No further complications were reported.